Manufacturer narrative:
B1: was changed from both to product problem. F10/h6: health effect - clinical codes: was changed from e1906 to e2403. F10/h6: health effect - impact codes: was changed from f12 to f26. H1: type of reportable event: was changed from serious injury to malfunction. B5: further clarification was received regarding the event which clarified that the patient was not infected. There was no culture and antibiotic given. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified infection ¿after installation¿ of a minicap transfer set. It was reported after use, a crack was observed on the transfer set. The specified location of the crack was unknown. The cause of the crack was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.